Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having issues with the tidal volume. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the tidal volume had increased to approximately 1000 milliliters (ml). It was reported that the water came from the mask that was connected to the circuit during an inspection. The customer reported that the circuit was replaced, but the issue was not resolved. The device was removed from service. The device was evaluated by a service engineer, and it was reported that the issue could not be confirmed. No further actions were performed regarding the alleged issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.